Manufacturer narrative:
B4:21jul2021. The service engineer (se) inspected the device and could not duplicate the reported issue. No error codes were found in the ventilator diagnostic report. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
Report date: 07jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported that the ventilator failed to alarm during circuit disconnect. It is unknown if the patient was connected to the ventilator at the time of the event, but this information has been requested. No harm reported.